Event description:
It was reported that when the asymptomatic patient presented in the hospital for lead imaging, externalized conductors were observed. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).